Event description:
It was reported that the patient underwent a gynecological procedure and a sling was implanted on (B)(6) 2009. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and required additional medical treatments. On (B)(6) 2010 the patient underwent total vaginal hysterectomy, vaginal anterior and posterior repair for cystocele, rectocele, dyspareunia and uterine prolapse. Due to vaginal bleeding, bladder infections, mesh protrusion and erosion the mesh was removed on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00739. The same patient is represented in each medwatch.